Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms from trending in the 60 ohm range. (B)(4).

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) exhibited high impedances and a possible fracture. Additionally, while interrogating the device, it was not possible to perform any testing, including impedance, threshold, or sensing testing. Multiple programmers were attempted, but all testing was unsuccessful. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.